Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient has had several urinary tract infections and experiences pain and bleeding with sex. Patient also experiences difficulty with walking. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence and a vaginal prolapse. The patient underwent the concurrent procedures of a sacrospinous vaginal colpopexy and a posterior colporrhaphy. It was reported that the patient experienced several urinary tract infections and experiences pain and bleeding with sex since mesh implantation. The patient also experiences difficulty with walking. The patient experienced mental and emotional damages. The mesh has caused a traumatic experience and has caused the patient significant suffering. It has greatly affected the patient¿s sex life and relationship with husband. It was further reported that based on a medical opinion, removing her mesh could do further damage. Further, the patient no longer has health insurance and would not be able to afford removal of the mesh at this time. (B)(4).